Event description:
A pk papyrus covered stent system was selected for treatment. The device was introduced into a 6f guiding catheter and it was difficult to advance it any further. While removing it from the guiding catheter the stent dislodged from the delivery balloon and fell onto the table.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information was sufficient to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided information and the conducted review no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.